Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.

Manufacturer narrative:
Received samples: 12 units n closed original packaging are received. Preliminary analysis: review of stock: there is no stock available for this product code and lot number. Quantity produced / imported: (B)(4) units were manufactured of this product code and lot number. Background: database of complaints were reviewed and verified that to there are no reports related to this product code and lot number. Batch record / record lot: the rule for batch manufacturing documentation was reviewed and no deviations or alterations were evident during processing. Results for batch release: tests resistance to voltage at node for batch release, met the requirements of OEM for this caliber suture. Analysis (s) sample (s): of the units received in sealed original packaging, 5 were subjected to a test of resistance to tension in the knot and found that the data obtained in the analysis meet requirements for this caliber suture. Actions: : according to the internal procedures, there is no need to establish corrective or preventive actions.